Event description:
It was found during the investigation of the patient's previous device system that the patient had expired approximately 6 days after implant of the new system. The device has not been returned. Follow up has been inconclusive so far, additional information has been requested and not yet made available. No allegations, complaints, or previous contacts regarding this device system or any of the individual components have been received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information, including the cause of death and circumstances surrounding the death have been requested and not yet made available.